Event description:
A pump malfunction was reported. There was no adverse impact to the customer's blood glucose level. Customer received pump reset information and was assisted in resetting the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to call back if any malfunction code recurred and confirmed understanding.